Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer contacted baxter's (B)(4) regarding system error (se) 2240, which occurred on the homechoice (hc) during drain 3/4. There were no leaks found or air in the lines. All bags were still connected. The baxter technical service representative (tsr) advised the home patient (hp) to disconnect. The sample was discarded and the lot number was unknown. Product surveillance contacted hp's caregiver regarding the reported incident. The caregiver stated the patient has had no further problems and is continuing therapy as usual. There was no report of any problem with the supplies. A companion sample was not available. No patient injury or medical intervention was reported. No additional information was available at the time of this call.

Manufacturer narrative:
(B)(4). Duckbill. The analysis results found that the b12lt device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.